Manufacturer narrative:
Updated annex d - conclusion desc 1 to d02 - cause traced to component failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe and personality module vision acquisition (pmva). The system was tested and verified as ready for use. Isi has received the pmva for evaluation, but evaluation has not been completed as of the date of this report. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis for error message repeatedly on the erbe and was not confirmed. The reported problem was not able to be confirmed using system logs. The reported problem was confirmed as happening in the field. Upon visual inspection there were no issues found that would be related to the reported event. The unit was tested using a system, energized and cauterized, and all ports recognized instruments. The complaint was not confirmed based on failure analysis. A root cause could not be determined based on failure analysis evaluation; however, the root cause could be attributed to a defect within the erbe. The erbe will be returned to original equipment manufacturer (OEM) for further investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the ntegrated electrosurgical unit (iesu) or erbe encountered repeated occurrences of energy halted displayed on the erbe unit. Tse reviewed system logs and confirmed error occurrence. The customer stated that the issue had been recurring frequently. Tse recommended replacing cautery cord(s). The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The personality module vision acquisition (pmva) was returned for failure analysis and the reported issue with connection between pmva, integrated electrosurgical unit (iesu) or erbe, and e100 was not able to confirm nor replicate. System logs did not indicate that the fault had occurred in the field. A visual inspection found no related issues. The pmva was installed onto a golden system where the component functioned as expected. The golden system was set to run video tests, 10 minutes sine cycle, 10 power cycles and sit idle for one hour. Once the testing was completed, the system error logs were inspected, but no error could be identified. The probable root cause could be attributed activation related issues on the erbe generator. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.